Manufacturer narrative:
Approximate age of device: 10 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019 it was reported through patient outcome that the patient was expired on (B)(6) 2019, 10 days after lvad implant, due ischemic bowel, sepsis, and end organ failure. No autopsy was performed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported events could not be conclusively established through this evaluation. The heartmate 3 lvas IFU lists right heart failure, renal dysfunction, and infection as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The IFU, as well as the hm3 lvas patient handbook, also provide information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient had periods of low blood pressure that ultimately contributed to the patient's death but the site was unclear why the patient kept having low blood pressure states. It was reported the device operated as intended.